Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic chole procedure, the metal ring that is holding the bag broke inside the patient, but the bag was ok. No metal pieces were lost and the patient was not injured. No other known adverse events were reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation two endo catch gold 10mm specimen pouch intl opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, e and an evaluation of the returned device. The instrument was received with the bag disengaged and not received. There was no plastic remnant left on the ring. The black shrink tubing was stretched and broken on the ring of the device. The plunger and metal ring advanced and retracted properly. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the broken shrink tube. A review of the device history record indicates this device lot/serial number was released meeting all medtronic quality release specifications at the time of manufacture. Based on the product analysis, the failure was confirmed to be attributed to the reported event. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.